Event description:
It was reported the patient underwent an artificial urinary sphincter (aus) replacement surgery because the pressure regulating balloon (prb) component exhibited fluid loss. The existing aus was explanted and replaced with a new aus consisting of 4.5 cm cuff, pump, and prb. No patient complications were reported in relation to this event. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.